Event description:
A customer reported that during a procedure, a handpiece could not be primed. The staff was able to prime after receiving instructions over the phone. The case was completed following a delay greater than 15 minutes. There was no harm to be the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).